Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient. Medical history included ketoacidosis, heart diseases, hands and feet cramp and eyes not good. Concomitant medications included acarbose and metformin all for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via cartridge 11-12 units twice a day (bid) subcutaneously for the treatment of diabetes mellitus beginning on 2007 via humapen unknown type of body (lot unknown/associated (B)(4)). On an unknown date she experienced blood glucose uncontrolled so she was hospitalized on an unknown date. Also she experienced dizziness, vomiting symptoms and her blood glucose measured on the high side. She sometimes appeared hypoglycemia in the morning with blurred vision which was resolved after eating. Information regarding corrective treatment and outcome of the events for remain events was not unknown. Status of insulin lispro was no change. The patient was the operator of the humapen and her training status was not provided. The reported humapen duration of use was not provided. Action taken was not provided, but if humapen was returned, evaluation would be performed due to determine if a malfunction had occurred. The reporting consumer did not know if the event was related with insulin lispro or humapen. Update 11apr2017. Information received 10apr2017 contained product complaint number. No medically significant information.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem.   No further follow up is planned. Evaluation summary a female patient reported the trim ring on the cartridge holder of her humapen luxura device "became deformed, and it was prickly due to using for a long time." The patient also reported experiencing abnormal blood glucose while using the device. The investigation of the returned device (batch 0909b03, manufactured september 2009) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The cartridge holder trim ring was found to be broken due to chemical exposure while in the field (not related to the manufacturing process). The exact duration of use was not provided by the patient; however, based on the amount of time elapsed since the device was manufactured (september 2009), it is likely the patient used the device beyond its approved use life. The user manual states the humapen luxura device has been designed to be used for up to 6 years after first use. There is evidence of improper use. It is likely the patient used the device beyond its approved use life. This may not be relevant to the abnormal blood glucose levels since the device met dose accuracy specifications. The damage to the cartridge holder trim ring was due to exposure to an unknown chemical which occurred during the field and is not related to the manufacturing process.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) female patient. Medical history included ketoacidosis, heart diseases, hands and feet cramp and eyes not good. Concomitant medications included acarbose and metformin all for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via cartridge 11-12 units twice a day (bid) subcutaneously for the treatment of diabetes mellitus beginning on 2007 via humapen luxura burgundy( lot 0909b03./associated with (B)(4)). On an unknown date she experienced blood glucose uncontrolled so she was hospitalized on an unknown date. Also she experienced dizziness, vomiting symptoms and her blood glucose measured on the high side. She sometimes appeared hypoglycemia in the morning with blurred vision which was resolved after eating. Information regarding corrective treatment and outcome of the events for remain events was not unknown. Status of insulin lispro was no change. The patient was the operator of the humapen and her training status was not provided. The reported humapen duration of use was not provided. Device was returned on 24apr2017. The reporting consumer did not know if the event was related with insulin lispro or humapen luxura burgundy from unknown. Update 11apr2017. Information received 10apr2017 contained product complaint number . No medically significant information. Update 25mar2017. Additional information received 24apr2017 from the product complaint database. The lot number was added on the device tab. Updated the narrative accordingly. Edit 18may2017. The device was corrected to humapen luxura and the narrative was updated accordingly. Update 22may2017: additional information received on 22may2017 from the global product complaint database added the device specific safety summary, return date and manufacturer date of device. Updated: improper use and storage to yes, malfunction field to no, medwatch and european and canadian required device reporting elements, narrative.